Event description:
It was reported that the implantable cardioverter defibrillator (ICD) sent a red call doctor (rcd) notification. Attempts to forward the communication from the communicator to latitude were unsuccessful. The ICD remains in service. No adverse patient effects were reported.